Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg) (B)(6) 2007. (B)(4).

Event description:
It was reported that there was a warning for low impedance that has steadily declining over the past year on the right ventricular (rv) lead. There has also been a slight increase in the rv lead threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.